Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the instrument was found to have a grip cable dislodged at the proximal end.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No fragment was detected in a patient after inspection and x-ray. No injury to the patient was observed and the patient has not returned to the hospital experiencing any complications. There was a procedure delay of about 4-5 minutes to change out the instrument. The procedure was completed robotically. The task being performed when the issue occurred was a suturing; the wire snapped when manipulating the instrument. The instrument was in use for a couple of stitches prior to the issue. No issues were noted with the functionality of the instrument. The instrument did not collide with any other tools. An x-ray was taken prior to leaving the room to check for fragments.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the mega suturecut needle driver had a broken wire. The instrument was removed, and an x-ray was taken to check for any fragments. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The instrument was inspected prior to use. There was no fragment detected after inspection and x-ray. No injury detected. There were no post-op complications, but an x-ray performed. The procedure was delayed by 4-5 minutes. The surgeon made a few stitches before the issue occurred.